Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy (apd). The cause of death was unknown. One day prior to death, the patient presented to the emergency unit and was hospitalized for an unknown indication. The treatment was not reported for this event. The following day, the patient passed away due to an unknown cause. Dianeal therapy was ongoing until the time of death. It was not reported if the patient was performing pd therapy at the time of death. It was not reported is an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number and expiration date are na, serial number is ni. As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.